Manufacturer narrative:
A sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. The tamper seal was not damaged. No physical damage found.to the pump. Reviewing the event history log found multiple high alarm displayed downstream occlusion and high alarm displayed: air in-line detected. Performed functional check. Performed nda-testing of pump. Customer reported problem was not duplicated. Using our in-house psi pressure test station due for calibration jul2023, results came out to be 21psi, 20psi, and 22psi and test station due for calibration feb2023, results came to be 19psi, 18psi, and 16psi. Found the occlusion to be within our specification of 9psi-27psi. Due to alarms found in ehl replaced the downstream sensor and air detector as a preventative measure. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump failed occlusion. No patient injury was reported.